Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The previously submitted conclusion code of 80 is being corrected to 43, as no user error was suspected to be a contributing factor.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.